Event description:
The pt is pursuing a product liability claim arising out of the alleged use of a durom acetabular component. It is unk at this time if the hip product is actually a durom cup. The pt received the implant on (B)(6) 2009 and is being monitored due ot unk reasons.

Manufacturer narrative:
The MFR did not receive devices, x-rays, or other source documents for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. A cause for this specific clinical event cannot be ascertained from the info provided. A product failure cannot be confirmed. Should additional info become available and / or the device(s) be returned for eval and an investigation result be available, an amended medical device report will be filed. A tight monitoring is ongoing for revisions with us durom cups where the initial implant date occurred after the re-launch of the us durom cup. The need for further corrective measures is not indicated at this time. The distribution of this product was ceased meanwhile due to business reasons. (B)(4).